Event description:
It was reported that a user of the ilet experienced hyperglycemia around the time of supply changes, with a reported blood glucose of 224 mg/dl after breakfast and declining to 195 mg/dl by the end of the call, without occlusion alerts and with typical time-in-range above 70 percent since pump initiation two weeks prior. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no emergency care, and self-resolution as glucose trended downward. Investigation included customer interview and review of available use data. Investigation of this case revealed no device alarms and no evidence of occlusion or device malfunction based on user report. It was concluded that hyperglycemia occurred with cause unclear and that the device functioned as expected based on available information.